Event description:
It was reported that impedances greater than 4,000 ohms were noticed intra-operatively on electrode 0. The physician attempted to correct this and the lead placement in the implantable neurostimulator (ins) was troubleshooted twice. The issue did not resolve, so the device was programmed using only electrodes 1, 2, and 3. The patient was reprogrammed and was doing fine. There was no residue from the issue.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0pkjm, implanted: (B)(6) 2015, product type: lead. (B)(4).